Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. The patient had not received an alert and lost consciousness. Her husband called the paramedics who transported the patient to the emergency department (ed). The patient was treated with an infusion of glucose and discharged later that day. The patient¿s blood glucose (bg) value was not provided. At the time of report, the patient was doing good. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D11: concomitant medical products and therapy dates - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information was provided. It was reported that when the paramedics assisted the patient, the paramedics removed the patient's insulin pump. After the patient was treated with a glucose infusion, they checked the patient's temperature and it was 32 degrees celsius. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D10: device available for evaluation - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted successfully. A receiver functional test was performed and passed. A receiver "try it" sound test was performed and passed. The receiver case was opened fo interior inspection and passed the audio speaker resistance measurement test. The allegation was not confirmed. The probable cause could not be determined.